Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd integra¿ syringe with detachable needle the needle broke off into the consumer's leg during injection. It was also reported that the stopper came away from the plunger rod. Consumer went to hospital to have an x-ray. A CT scan is also scheduled. Verbatim: from phone call on (B)(6) 2019, 15:43:40: caller called back informed of item number 305270 with lot # 4051207 and exp 2019-02. Caller stated the black part came away from the plunger rod. He took the syringe apart already and noticed the spring. While on the phone with caller, he again took it apart again and said something fell to his vynal floor. Looked on the floor and found the spring that he saw the first time he opened but did not see or find the needle. I explained to him the function of the syringe retracting. The caller was at the hospital on (B)(6) 2019 and received an xray to try and locate the broken needle at the injection site. Will have next a CT scan but insurance needs to approve this. Sending the consumer mailing kit and claims letter he declined replacements. Gets 12 syringes at a time. Had an x-ray but they could not find anything the length of a needle, but did find 2 linear artifacts (caller stated he never had any prior surgeries on his leg, so assuming this is the piece of needle) & they will need to do a CT scan.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd integra¿ syringe with detachable needle the needle broke off into the consumer's leg during injection. It was also reported that the stopper came away from the plunger rod. Consumer went to hospital to have an x-ray. A CT scan is also scheduled. Verbatim: from phone call on (B)(6) 2019 15:43:40: caller called back informed of item number 305270 with lot #4051207 and exp 2019-02. Caller stated the black part came away from the plunger rod. He took the syringe apart already and noticed the spring. While on the phone with caller he again took it apart again and said something fell to his vynal floor. Looked on the floor and found the spring that he saw the first time he opened but did not see or find the needle. I explained to him the function of the syringe retracting. The caller was at the hospital on (B)(6) 2019 and received an xray to try and locate the broken needle at the injection site. Will have next a CT scan but insurance needs to approve this. Sending the consumer mailing kit and claims letter he declined replacements. Gets 12 syringes at a time. Had an x-ray but they could not find anything the length of a needle, but did find 2 linear artifacts (caller stated he never had any prior surgeries on his leg, so assuming this is the piece of needle) & they will need to do a CT scan.